Event description:
During an initial implant of a ventricular leadless pacemaker (vLP) on (b)(6) 2026, it was reported that the helix of the vLP had stretched while maneuvering the device. The vLP was not used and a new vLP was successfully implanted. The patient was stable throughout the procedure.